Manufacturer narrative:
Device evaluation summary: the hawkone device was returned for analysis. The hawkone was inserted a cutter driver. A 7 f non-medtronic sheath was also included. The sheath showed dried blood within the valve. The sheath showed a ductile fracture approximately 1cm distal the manifold. The hawkone showed a ductile fracture at approximately 1cm distal the cutter window. The cutter assembly connected to the drive shaft was protruding outside the laser drilled coil. Blood was noted within the cutter window. The guidewire tubing showed a zipper tear. The distal portion of the distal assembly which fractured away from the catheter was not returned and unaccounted for at this time.

Event description:
Physician intended to use a hawkone directional atherectomy device with a 7 french non-medtronic sheath and 5mm spider fx embolic protection filter wire for the treatment of a moderately tortuous, severely calcified lesion in the mid popliteal artery. Lesion exhibited cto (chronic total occlusion-100%). IFU was followed. It was reported that severe resistance was felt during withdrawal of the device and that the tip separated at the hinge pin. It was possible to turn off the thumbswitch. It was reported that the nosecone was stuck in the sheath. Force was applied and the nosecone broke into three pieces. All pieces were recovered in the sheath. The cutter was inside the housing for the safe removal of the device. Deformation was noted to the cutter but no pieces were noted to be missing. The procedure was completed as lesion was dilated with poba, and then in.pact admiral drug coated balloon. No patient injury reported.